Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused espedosis and has underlying heart issues and has a defibrillator. The patient did not report to receive any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on february 19, 2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged complaint of the end user complaining about particles in his lungs. Also, particles coming from device. Patient has espedosis, difficulty breathing/short of breath. Particls in tubing/chamber, other thernal issue. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During external and internal investigation, the manufacturer observed a brownish dust-like contamination on and around the air inlet. What seemed to be dried liquid spots were observed on the bottom side of the sd card slot of the pca, on the bottom of the blower motor and in the base of the blower box. Manufacturer observed a dust-like contamination with potential hair-like particles on the front and rear panel, top enclosure, in the base of the bottom enclosure, on the blower motor and in the base of the blower box. A keratin-like substance was observed at the blower box outlet. Evidence of sound abatement foam degradation/breakdown observed. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to then device and verified airflow. The manufacturer concludes that there was evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust/dirt contamination in the airpath and unable to address the patient's symptoms. Sections d8, d9, h2, h3 and h6 has been updated in this report.